Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run." No air reported. Patient not affected. Pump settings: rv 74.9, rate 2.2, given 27.1. No further information available.